Event description:
Customer states that their device read 273mg/dl while a doctor's device read 84mg/dl. The comparison was performed within 10 minute. No action was taken based on device results and no treatment received. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was stent.